Event description:
Rptr was told by dr that he had stenosis and he knew a surgeon who could help him. The surgeon said the only way rptr could get rid of the pain is by a fixation device. Rptr agreed to have the surgery in 1993. Rptr is in worse shape because he had both leg and back pain. He had device removed in 1994 and still has pain.info was sumitted as follow-up 1/23/95: rptr is going to have an infusion pump installed asap as the pain is chronic.